Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. At the time of the report, the customer had resolved the air bubbles. There was no reported adverse impact to the customer's blood glucose level.